Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during inspection that a cardiosave intra-aortic balloon pump (iabp) battery maintenance failed. There was no patient involved.

Event description:
It was reported during inspection that a cardiosave intra-aortic balloon pump (iabp) battery maintenance failed and lithium-ion battery cannot be charged. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : b5 ,g2. The getinge field service engineer (fse) verified that the lithium-ion battery could not be charged, and replacing the power management board (0670-00-1162) resolved the issue. Batteryhas not expired. Work was performed according to the service manual, and results were good. The following was performed by (B)(4), technician of the maquet failure analysis and testing (fat) department, wayne, nj: sr 23 oct 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-1162 rev f, sn: (B)(6) this part was received with a reported unit failure message of ¿battery maintenance fails.¿ the failure analysis and testing department performed a visual inspection and identified that the q27 component was damaged (burnt) on the power management board. Please see attached pictures for reference. The failure of the q27 component is the most probable cause of the battery maintenance failure reported by the customer. Due to the burnt condition of the q27 component, the fat department could not proceed with further functional investigation using the cardiosave test fixture, as applying power could pose a risk of damage to the test fixture or other connected parts. The power management board will be retained in the fat department per procedure 0002-07-d008 rev au.